Event description:
It was reported that a patient experienced an unspecified infection and subsequently passed away coincident with peritoneal dialysis therapy. The cause of death was not reported. The cause of the unspecified infection was not reported. It was reported that the patient was hospitalized on an unreported date for an unspecified infection, but it was not reported if the patient was hospitalized at the time of death. Treatment for the unspecified infection was not reported. It was not reported if peritoneal dialysis therapy was being performed with a baxter device and/or baxter solutions prior to or at time of death. It was not reported if the patient was recovered from the unspecified infection at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). The patient was born on an unreported date in 1959. The patient experienced an unspecified infection on an unreported date and passed away on an unreported date. The reported product is an unknown baxter minicap. This report involves the same patient as in (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.